Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom that the device would not detect a downstream occlusions was unable to be reproduced or confirmed through eval. The unit passed downstream occlusion detection testing per the spectrum preventive maintenance test. The history log contained several entries of downstream occlusion as well. The device was reworked per baxter's service procedure to ensure continued accurate occlusion detection.

Event description:
It was reported a spectrum pump would not alarm for a downstream occlusion. It was also reported there was no pt incident.